Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was able to return the medication and correct the discrepancy, indicating that the root cause was likely a user error in medication handling. A technical support specialist informed the customer that the best way to do that would be to assist the director of pharmacy, pharmacy manager, or pyxis administrator for the site. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es showed an inventory discrepancy. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.